Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic follow-up, noise on the ventricular lead was observed. The lead noise was not able to reproduced with isometric exercises. The patient had no ill effects and will continue to be monitored via remote transmission.